Event description:
Prior to use on patient, staff inspected ICU medical IV tubing due to ongoing concerns with contaminations. Staff discovered black/brown speck in two primary plum sets in med room. This report captures ICU medical primary plum set #2. Pt: 4582. Device: 1120. Ref: mw5189576.